Event description:
Event description guidant received information that the patient with this pacing system was experiencing shortness of breath and possibly a loss of capture. The lead impedance had increased; however, sensing and pacing remained appropriate.